Event description:
Laparoscopic excision of endometriosis, adhesiolysis, hysteroscopy, chromotubation, appendectomy, left ovarian cystectomy, iud insertion. During use of harmonic scalpel device, the white teflon type material on the lower jaw fell off. The item was recovered and the device was saved for turn in for evaluation.